Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient experienced incontinence, recurrent urinary tract infections, dyspareunia, abdominal pain and pelvic pain. All other information is unknown.